Event description:
Lifescan received a letter on june 1, 2006 from the reporter regarding the lay user/patient's one touch ultra meter and alleged that it was reading inaccurately erratic. The letter provided information regarding the meter results and event. In 2006, she received results of 28 mg/dl and 145 mg/dl, performed 3 hours apart. The next day, she obtained 119 mg/dl and 136 mg/dl, performed 1 hour apart. Two days later, with a new vial of test strip (lot # 2608860), she tested and received results in the 400s throughout the morning. She took extra insulin to treat the reported high results during her working time. (It is not known as to how much insulin she injected and if she was experiencing any symptoms at this time. Her diabetes medication regimen is also not provided). In the afternoon, her results were between 288 mg/dl and 383 mg/dl, performed at different times. The patient realized that her glucose levels were too high and feared that they could go higher and so she "avoided consuming solid or liquid food." Despite these blood glucose results, the patient was starting to feel "not so well" and had symptoms of hypoglycemia (exact symptoms not provided). She felt that she was losing her consciousness and "couldn't communicate with the environment". Her mother took her to the health center, almost in a "coma situation", where cardiac tests were performed, but "they couldn't find a problem". Since the patient was "almost unconscious", a blood glucose test was performed on another brand meter with a result of 42 mg/dl. A blood glucose test was performed as well using "their strips with a different code" with a result of 23 mg/dl. (It is not clear as to which meter this test was performed on). She was given a glucose injection and slowly started to recover. During the same day and after a while, when the patient was home, she tested again using lifescan's test strips, and got a result of 400 mg/dl. She has "mediterranean" anemia (hemotocrit level was not provided). Although there is insufficient information regarding any symptoms experienced earlier with elevated blood glucose results, the patient's hematocrit level, her diabetes medication regimen, other health conditions, and any quality control tests performed, this complaint is reported because the patient injected insulin (dosage not provided) due to the high results on the subject meter and later developed symptoms of hypoglycemia.